Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "peel away did not tear correctly, the distal tip did not separate, the clinician had to use forceps to remove distal end of sheath from the body of the PICC during the insertion. They were able to remove the peel away and complete the procedure without further incident. This was the 3rd incident related to this same incomplete tearing issue. There was no reported patient harm or consequence." Associated complaints: 9680794-2024-01004, and 9680794-2024-01003.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that the sheath extrusion didn't tear at the score lines towards the tip, confirming that the sheath was torn incorrectly. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down both score lines. It was additionally noted that the tear at the score lines was partially scalloped, which is not the intended appearance of the score lines once torn. The total length of the sheath measured 2 3/4", which is within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The sheath outer and inner diameters could not be accurately measured due to the nature of the damage. Functional testing could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath didn't tear down the score lines at the tip. The appearance of the torn score lines was also scalloped which is not the sheath's intended appearance. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "peel away did not tear correctly, the distal tip did not separate, the clinician had to use forceps to remove distal end of sheath from the body of the PICC during the insertion. They were able to remove the peel away and complete the procedure without further incident. This was the 3rd incident related to this same incomplete tearing issue. There was no reported patient harm or consequence." Associated complaints: 9680794-2024-01004, and 9680794-2024-01003.